Manufacturer narrative:
(B)(4) needle detachment. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during anterior apical repair with sacrospinous ligament fixation procedure. According to the complainant, during the procedure, the needle detached outside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.